Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 240 mg/dl at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer

Manufacturer narrative:
The insulin pump was received stuck the motor error alarm loop during bolus delivery. Unable to perform unexpected restart error, occlusion and no delivery test due to motor error alarm. Unable to confirm motor position encoder error alarm due to erased history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed operating currents measurement, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump had cracked case at the display window corner and minor scratched display window.